Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2015 her blood glucose, carbohydrate intake and insulin history is as follows. On (B)(6) 2015 at 3:23 am the pod was deactivated and she noticed the cannula was kinked. At 5:33 am she was able to activate a new pod and her bg level return to normal range.